Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported dizziness and severe fluctuations in "loudness" when using the cochlear implant system. Results of an integrity test done in late 2008 were consistent with normal receiver/stimulator function with electrode anomalies. Deactivation of the anomalous electrodes did not alleviate the problem. Explant/reimplant surgery is planned but had not been scheduled at the date of this report, early 2009.